Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed urinary/cerebrospinal fluid protein (ucfp) result obtained on a patient sample on an advia® chemistry xpt system. Siemens is investigating the event.

Event description:
The customer reported one (1) erroneously depressed urinary/cerebrospinal fluid protein (ucfp) patient sample result was obtained on an advia® chemistry xpt system. The erroneously depressed patient result was not reported to the physician. The same sample was reprocessed on an alternate advia® 2400 clinical chemistry system. A higher result was obtained, considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed urinary/cerebrospinal fluid protein (ucfp) result.

Manufacturer narrative:
Additional information (19-nov-2024): siemens healthcare diagnostics service operations support (sos) concluded the investigation of the event. Sos reviewed the information provided by the customer and instrument data. Quality control (qc) recovered within the customer's acceptable ranges. No reagent or instrument issues were identified. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. In section h6, the investigation finding and investigation conclusion codes were updated. Initial MDR 2432235-2024-00220 was filed on 03-oct-2024.